Event description:
Customer reported via phone call that infusion set became detached while asleep. Customer also reports of changing reservoir after receiving a low reservoir alert and when reservoir was removed, insulin came out of it. Customer was able to reconnect and infusion set and fixed issue. Customer's blood glucose was 400 mg/dl and was able to treat with insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.